Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of device embedded in tissue is listed in the IFU, ht guide wires instructions for use as known potential patients' effects associated with the use of a wire in coronary or peripheral arteries and / or biliary tree. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, the account reported difficulty during advancement due to vessel calcium; therefore, it is likely the tip became damaged and then separated due to the difficulty with the vessel. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) with moderate calcification. The command 18 st guide wire (gw) was advanced to the target lesion. However, resistance was noted when the gw was sub-intimal to the target lesion. Then during removal of the gw, the distal tip became separated due to medial calcium. A decision was made to perform plain old balloon angioplasty (poba) to embed the tip into the intima layer. Another unspecified gw was used to continue the procedure. There was no clinically significant delay reported in the procedure. No additional information was provided.